Event description:
At about 8 months after the primary, the patient came in reporting pain and the cause of pain is unknown. The surgeon revised the dm liner with an offset liner, and revised the cocr head with a biolox head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 july 2024. Lot 133979c: (B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised. Batch review performed on 31 july 2024 on liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 2100181. Lot 2100181: (B)(4) items manufactured and released on 17-march-2021. Expiration date: 2026-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.